Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the pacemaker was still in its original packaging displaying the following message: "the implantable device disabled rf telemetry due to excessive use. The merlin pcs programmer has re-enabled rf telemetry." The pacemaker will be returned for analysis and will not be used.